Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by an uncalibrated air in line printed circuit board (ail pcb). The ail pcb was recalibrated and verified to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "810:04 810:11 ". This condition had the potential to interrupt delivery. This condition was found in the general pt ward department. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer is not willing to be contacted. No additional information is available. The user interface module software version is unknown at this time.